Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporters city: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that after an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed, an advanix rx pancreatic stent was used for pancreatitis prevention. The event date was not reported. After the procedure, the patient complained of abdominal pain and an emergency erp was performed. The advanix rx pancreatic stent penetrated into the pancreatic duct, and up to the pancreatic parenchyma. The stent was removed immediately, a new stent was placed, and pancreatic duct drainage was performed. Portal vein thrombosis was observed, and direct oral anticoagulant (doac) was administered for about a month. The patient recovered and was discharged after a month and a half.

Manufacturer narrative:
Block b1: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporters city: (B)(6). Block h6: imdrf device code a0104 captures the reportable event of migrated into the pancreatic duct. Upon review of the reported incident "portal vein thrombosis (pvt) was observed" and no additional or clarifying information was obtained despite good faith efforts, at this time, it is determined that the pvt is not likely related to the advanix rx pancreatic stent as development of a pvt is a chronic process of prolonged inflammation. Therefore, imdrf patient code, thrombosis/thrombus, e0514 and imdrf impact code, medication required, f2303 have been removed. Additionally, imdrf impact code, addition surgery, f1901 has been corrected with unexpected medical intervention, f23.

Event description:
It was reported to boston scientific corporation that after an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed, an advanix rx pancreatic stent was used for pancreatitis prevention. The event date was not reported. After the procedure, the patient complained of abdominal pain and an emergency erp was performed. The advanix rx pancreatic stent penetrated into the pancreatic duct, and up to the pancreatic parenchyma. The stent was removed immediately, a new stent was placed, and pancreatic duct drainage was performed. Portal vein thrombosis was observed, and direct oral anticoagulant (doac) was administered for about a month. The patient recovered and was discharged after a month and a half.